Event description:
During testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for a report of door stuck-will not close. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.